Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver failed to charge and boot up. The receiver case was opened for an internal visual inspection, and passed. The battery was removed from the receiver and replaced with a good known battery and it was turned on. The global receiver communication tool testing was performed with the good known battery. The receiver log was downloaded, reviewed and it failed. The receiver usb j3 connector , lcd display and the navigational buttons were tested and working properly. The battery took the charge and the battery circuitry was working properly. The receiver functional test was performed and it passed all the relevant testing. The overnight charging and discharge test was performed with a good known battery and it passed. A defective battery component was found. The reported event that the receiver ceased to function was confirmed as the defective battery assembly prevented the receiver from powering on. The root cause was determined to be a defective receiver battery.